Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call for power loss alarm. Customer¿s blood glucose level was unknown. Customer husband states that they got the battery cap and it just starts beeping and doing the same thing as it has been before. Customer husband states that the replacement battery cap did not fix the problem. Customer husband states that they put on the replacement battery cap on the pump and he does not know what customer blood glucose was. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test properly. Power loss alarm due to j6 connector resistance issue.